Event description:
Caller reported that his wife was experiencing nonstop high altitude errors with her t:slim device, even after attempting to resolve the issue by airing it out, cleaning it, and replacing the cartridge. There was no reported impact to the customer¿s blood glucose level. Pump resumed normal operation.